Event description:
Nurse went to check evd at 1600 for output and intracranial pressure numbers. After unclamping to the "open" position after obtain an icp reading. Evd tubing started filling with air from accudrain chamber toward pt. Rn immediately clamped the drain off to the pt and notified provider. All connections were assessed by rn and provider, no leaks or loose connections appreciated.